Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that the patient could not talk much but said their urinary incontinence symptoms were doing well and with fecal incontinence they had a little bit of diarrhea which they felt was attributed to the medication they were on for uti but not sure. Additional information was received and it was reported that the patient did not inform their physician about the diarrhea because they thought it was just a one time thing. It was noted the patient was doing fine and the issue had been resolved.

Manufacturer narrative:
.

Event description:
Follow-up with the patient determined that the patient was taking medications for the uti and it was unknown if the uti was related to the device or therapy. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.